Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 15mm emerge balloon catheter, it was noted that the catheter was broken upon removal from the support. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 31cm distal from the strain relief. There was a complete separation at 1.9cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 15mm emerge balloon catheter, it was noted that the catheter was broken upon removal from the support. No patient complications were reported and the patient's status was stable.